Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2017-02766. It was reported the patient had one of his scs leads replaced due to the lead not functioning. Reportedly, the lead was unable to be programmed to provide any stimulation therapy. The lead was replaced with a new one, intraoperative testing provided bilateral stimulation coverage for the patient. Note: the patient had two leads and it was unknown which lead was explanted. All possible devices are being reported.